Event description:
Facility alleges kink in arterial line causing hemolysis. Nurse reported: kink noted in arterial blood line at arterial end of dialyzer when pt became anxious and restless at the end of a four hour and half of dialysis treatment. Pt was treated with tagamet and IV phenergan then discharged home; but returned to unit later. Sent to hosp where he was admitted and treated for hemolysis over night. B p 156/126, hct 36%. Pt dialyzed with bfr: 400cc/mn. Access: subclavian perm cath -dialyzer: t220 use #3 machine 8e.